Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menorrhagia/ her periods become increasingly heavy"), uterine haemorrhage ("abnormal uterine bleeding / heavy bleeding"), device dislocation ("bilateral migration of the essure coils into the fallopian tubes towards the ovaries"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("heavy bleeding, irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("right pelvic discomfort"), pelvic pain ("pelvis pain, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ severe menstrual cramps"), metrorrhagia ("metrorrhagia"), menstruation irregular ("irregular bleeding/bleeding is irregular"), vaginal haemorrhage ("vaginal bleeding"), abdominal discomfort ("right lower quadrant discomfort") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with analgesics, surgery (on (B)(6)2008 underwent laparoscopic hysterectomy, cystourethroscopy and right salpingo-oopherectomy) and surgery (hysteroscopy,d&c and endometrial ablation done on (B)(6) 2008). At the time of the report, the menorrhagia, uterine haemorrhage, device dislocation, pelvic discomfort, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, menstruation irregular and vaginal haemorrhage had resolved and the menometrorrhagia, genital haemorrhage, abdominal discomfort and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6)2007, hsg demonstrated bilateral tubal occlusion with bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On (B)(6)2008, a transvaginal ultrasound revealed several physiologic sized follicles on her right ovary, but no follicular cyst or fluid in the right adnexa. The left ovary could not be identified. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: summons received: new reporters and events genital haemorrhage, abdominal discomfort, menometrorrhagia and dysfunctional uterine bleeding added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe menorrhagia/ her periods become increasingly heavy / menstrual cramps / heavy bleddings'), abnormal uterine bleeding ('abnormal uterine bleeding / heavy bleeding'), device dislocation ('bilateral migration of the essure coils into the fallopian tubes towards the ovaries') and menometrorrhagia ('menometrorrhagia') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri, vaginal delivery, d & c and endometrial ablation. (B)(6) 2007, hsg demonstrated bilateral tubal occlusion with bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On (B)(6) 2008, a transvaginal ultrasound revealed several physiologic sized follicles on her right ovary, but no follicular cyst or fluid in the right adnexa. The left ovary could not be identified. Concurrent conditions included general anesthesia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, irregular bleeding"), pelvic discomfort ("right pelvic discomfort"), pelvic pain ("pelvis pain, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ severe menstrual cramps"), menstruation irregular ("irregular bleeding/bleeding is irregular"), vaginal haemorrhage ("vaginal bleeding"), abdominal discomfort ("right lower quadrant discomfort") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with analgesics and surgery (hysteroscopy, d&c and endometrial ablation done on (B)(6) 2008 and laparoscopic hysterectomy and right salpingo-oopherectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the heavy menstrual bleeding, abnormal uterine bleeding, device dislocation, pelvic discomfort, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular and vaginal haemorrhage had resolved and the menometrorrhagia, genital haemorrhage, abdominal discomfort and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abnormal uterine bleeding, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, vaginal haemorrhage and dysfunctional uterine bleeding to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical records received. Reporter information, patient middle name, date of birth, race, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe menorrhagia/ her periods become increasingly heavy / menstrual cramps / heavy bleddings'), abnormal uterine bleeding ('abnormal uterine bleeding / heavy bleeding'), device dislocation ('bilateral migration of the essure coils into the fallopian tubes towards the ovaries') and menometrorrhagia ('menometrorrhagia') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri, vaginal delivery, d & c and endometrial ablation. (B)(6) 2007, hsg demonstrated bilateral tubal occlusion with bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On (B)(6) 2008, a transvaginal ultrasound revealed several physiologic sized follicles on her right ovary, but no follicular cyst or fluid in the right adnexa. The left ovary could not be identified. Concurrent conditions included general anesthesia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, irregular bleeding"), pelvic discomfort ("right pelvic discomfort"), pelvic pain ("pelvis pain, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ severe menstrual cramps"), menstruation irregular ("irregular bleeding/bleeding is irregular"), vaginal haemorrhage ("vaginal bleeding"), abdominal discomfort ("right lower quadrant discomfort") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with analgesics and surgery (hysteroscopy, d&c and endometrial ablation done on (B)(6) 2008 and laparoscopic hysterectomy and right salpingo-oopherectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the heavy menstrual bleeding, abnormal uterine bleeding, device dislocation, pelvic discomfort, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular and vaginal haemorrhage had resolved and the menometrorrhagia, genital haemorrhage, abdominal discomfort and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abnormal uterine bleeding, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, vaginal haemorrhage and dysfunctional uterine bleeding to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menorrhagia/ her periods become increasingly heavy"), uterine haemorrhage ("abnormal uterine bleeding / heavy bleeding") and device dislocation ("bilateral migration of the essure coils into the fallopian tubes towards the ovaries") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic discomfort ("right pelvic discomfort"), pelvic pain ("pelvis pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ severe menstrual cramps"), metrorrhagia ("metrorrhagia"), menstruation irregular ("irregular bleeding/bleeding is irregular") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (on (B)(6) 2008 underwent laparoscopic hysterectomy and right salpingo-oophorectomy. Hysteroscopy,d&c and endometrial ablation done on (B)(6) 2008). At the time of the report, the menorrhagia, uterine haemorrhage, device dislocation, pelvic discomfort, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, menstruation irregular and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular, metrorrhagia, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2007, hsg demonstrated bilateral tubal occlusion with bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2006 and reported adverse events including severe menorrhagia/her periods become increasingly heavy, abnormal uterine bleeding / heavy bleeding and bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On (B)(6) 2008 she underwent hysteroscopy, d&c and endometrial. Later, on (B)(6) 2008, she was submitted to a laparoscopic hysterectomy and right salpingo-oophorectomy. Changes in the pattern or amount of menstrual bleeding have been reported during essure use as well as abnormal genital bleeding. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In this case a distal dislocation of essure coils was detected few months after its insertion. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menorrhagia/ her periods become increasingly heavy"), uterine haemorrhage ("abnormal uterine bleeding / heavy bleeding") and device dislocation ("bilateral migration of the essure coils into the fallopian tubes towards the ovaries") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic discomfort ("right pelvic discomfort"), pelvic pain ("pelvis pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ severe mesntrual cramps"), metrorrhagia ("metrorrhagia"), menstruation irregular ("irregular bleeding/bleeding is irregular") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (on (B)(6) 2008 underwent laparoscopic hysterectomy and right salpingo-oophorectomy) and surgery (hysteroscopy, d&c and endometrial ablation done on (B)(6) 2008). At the time of the report, the menorrhagia, uterine haemorrhage, device dislocation, pelvic discomfort, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, menstruation irregular and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular, metrorrhagia, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2007, hsg demonstrated bilateral tubal occlusion with bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On (B)(6) 2008, a transvaginal ultrasound revealed several physiologic sized follicles on her right ovary, but no follicular cyst or fluid in the right adnexa. The left ovary could not be identified. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2006 and reported adverse events including severe menorrhagia/her periods become increasingly heavy, abnormal uterine bleeding / heavy bleeding and bilateral migration of the essure coils into the fallopian tubes towards the ovaries. On (B)(6) 2008 she underwent hysteroscopy, d&c and endometrial. Later, on (B)(6) 2008, she was submitted to a laparoscopic hysterectomy and right salpingo-oophorectomy. Changes in the pattern or amount of menstrual bleeding have been reported during essure use as well as abnormal genital bleeding. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In this case a distal dislocation of essure coils was detected few months after its insertion. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.